Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient was experiencing numbness in the left leg. Initially it began as a tingle, so the patient thought it was the stimulation sensation, but then the numbness started coming and going and had gotten worse over time. There were no trauma/falls that could be related to the issue. The patient had already tried turning stimulation off for a bit but the numbness had not gone away. She had also decreased the amplitude, but then began to have to catheterize twice a day in order to empty completely. It was indicated the change in therapy/symptoms was gradual and began (B)(6) 2016. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.